Event description:
Screws gave way on the fabric back where it wraps around the pole and the fabric ripped away and fell away from chair. Pt fell back and onto the floor. Pt lives in a nursing home and two staff members attended to her. She only had a couple of bumps on her head. No signs of head injury. There are no anti-tip pegs on the wheelchair. Rptr thinks this is a design problem. Rptr has spoken with co which has been cooperative with her. They repaired the wheelchair. Chair was purchased 4/18/97.